Event description:
It was reported that the cot dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4): serviced by distributor.